Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal stenosis and spinal pain. It was reported that the patient¿s device was not working, and the patient wants to have it taken out. It was reported that the manufacturer representative met with the patient after they fell and tried to reprogram the patient. No related symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the device was still working; it just needed to be adjusted. The patient met with a manufacturer representative at their doctor's office. The patient stated that nothing was done to resolve the issue and that they were upset that it worked so little. The patient thought the device should be able to "follow every move they made." The patient clarified that the fall did not affect their system at all. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient was seeing a physician for an unrelated injury and they didn't want to meet with a manufacturer representative at this time. No symptoms or complications were reported.